Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products confirmed the presence of a loose debris between the inner and outer cavities in one of the ten kits returned. The loose debris measures approximately 5.00 sq. Mm size as measured with the tappi chart (B)(4). The size of the loose debris is greater than 0.60 sq.mm, the acceptable size as per zpc 8.400 rev.53. Both tyvek seals were intact at the time of the evaluation. Review of the device history record(s) for item #(B)(4), lot #64024065 identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on the evaluation of the returned product. Although the exact source of the loose debris cannot be determined, it occurred during the manufacturing of the product based on its being caught in-between the sterile cavities. Therefore, the root cause of the reported issue is attributed to a manufacturing issue. This event is non-reportable as there is no serious injury or prior event that have not resulted in serious injury. Additionally, the patient is protected from injury by a standardized process which prevents introduction of non-sterile items to the surgical field. This process includes confirmation of the sterility of the contents; as noted on the packaging, the expiration date, package integrity, product integrity (e.g., discoloration or particulate formation in medications and solutions), and verification that the external chemical indicators (if applicable) have changed to the correct color, indicating the parameters for sterilization have been met as well as assuring there are no visible signs of organic or inorganic material present within the packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was identified in the sterile packaging while investigating items in stock. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.